Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory indicated a power on reset (por) occurred on 2014-(B)(6). It was noted that the firmware initiated a por with "no reason code" indicated.

Event description:
It was reported that the right atrial (ra) lead has high pacing thresholds. The lead was removed and a new lead was implanted. It was further reported that the implantable cardioverter defibrillator (ICD) was replaced due to premature battery depletion. The battery longevity was less than expected. It was noted that the high pacing thresholds of the atrial lead contributed to the early battery depletion of the ICD. The ICD was explanted and an implantable pulse generator (ipg) was implanted due to the patient no longer meeting the requirements for an ICD. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).